Event description:
The customer observed false positive alinity I b-hcg results on one patient multiple times. The results provided were: on (B)(6) 2023 sid 803756196 initial==12.13 ui/ml (>5.0 miu/ml and < 25.0 miu/ml will be no interpretation; grayzone) /repeated on ai22809=7.85 miu/ml (< or =5.0 miu/ml=negative): repeated same specimen on ai22542=16.99 ui/ml and 25.6 ui/ml (> 25.00 miu/ml=positive) /repeated on ai22809=7.93 and 7.76 ui/ml there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) determined r2 syringe assy (B)(4) the likely cause of the falsely elevated results and replaced the part which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the syringe assy. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The alinity I service documentation, provides instruction for the removal, replacement, and verification of the syringe assy. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number (B)(4) or syringe assy (B)(4).